Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that there was apparent explant damage. (B)(4) implantable pacing lead (B)(6) 2012, 6947 implantable defib lead (B)(6) 2012.

Event description:
It was reported that the left ventricular lead had dislodged. The lead was explanted and replaced with a different length lead. No patient complications have been reported as a result of this event.